Event description:
It was reported that the filed service tech was called in to check a bed that was involved in an alleged pt injury.

Manufacturer narrative:
It was reported that a pt was found out of bed and on all fours. No adverse consequences reported. User facility said the bed alarm was armed but the audible alarm did not sound. User facility reported that this was likely due to either the bed not being plugged in, or because the bed scale was not zeroed out or set properly. Syk field technician evaluated the product and found it to be performing to spec.